Manufacturer narrative:
(B)(4). The explanted lock screw bone screw and cross-connector were returned for eval. Witness marks on the inferior surface of the lock screw and a lack of hexalobe deformation on the drive feature suggest that the lock screw was provisionally tightened, but did not see final torque at 90 in-lbs. Once the lock screw separated from the bone screw, the implanted rod was able to dislodge, resulting in prying forces on the rod-to-rod cross-connector. Cross connectors are not designed to be load bearing and therefore the locking cam deformed and the cross connector lost fixation with the implanted rod on one side. Revision surgery was successful and all loose hardware was replaced or re-secured. The pt is reportedly doing well post-revision with no permanent impairment or injury. Product labeling indicates: "potential risks identified with the user of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury".

Event description:
An l3-l5 posterior lumbar fixation construct was implanted on (B)(6) 2013 as an adjacent level fusion superior to a 17-year old previous fusion at l5-s1. The pt was kept in the hospital due to complications associated with a dural tear that occurred during the l3-l5 surgery. Per the surgeon, the minor tear was not the result of a product malfunction. Follow-up radiographs indicated that the superior lock screw in the construct had separated, resulting in rod and transverse connector dislodgement. Revision surgery was performed on (B)(6) 2013 to remove of all of the 17 year old hardware and re-instrument from l3-s1. The minor dural tear was repaired and surgery was completed successfully.